Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, several episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were made and there were no more issues of oversensing. Patient was doing fine.